Event description:
It was reported that the new, sterile 5x20mm armada was removed from the original sealed packaging. No damage was noted to the packaging. The device was removed from both the packaging and the hoop without difficulty. The device was connected to a stopcock and a syringe filled with contrast/saline solution to prepare the device for use per instructions for use (IFU). The syringe was pulled back and air was returned. A new syringe and stopcock were attached; however, the same occurred. The device was not used and there was no adverse patient effect. A new nc trek dilatation catheter was then used without issue. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported leak was not able to be confirmed. The device performed according to specifications and no failure was detected. Based on a visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances or exceptions that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.